Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was inserting the triple sleeve with the nut that is involved for a helical blade that goes in the femoral head of the proximal femoral nailing system (tfna), the nut on the trochar is supposed to quip in the aforementioned piece in question. Every time the surgeon went to rotate it to quip the nut into the piece it would then become disengage after quipping in. There was a fifteen minutes (15) surgical delay. The procedure was completed with the use of a backup device. Patient status was unknown. Concomitant device reported: unknown nut (part # unknown, lot # unknown, quantity 1). Unknown trocar (part # unknown, lot # unknown, quantity 1). Unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: 1 ). Unknown sleeve (part # unknown, lot # unknown, quantity 1). Unk - nails: tfna (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 03.037.015; synthes lot number: 9525369; manufacturing site: hägendorf; release to warehouse date: 7. Aug. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.